Event description:
It was reported that during an endovascular procedure, resistance was encountered at the hub of the microcatheter during insertion of the subject stent, but continued insertion, resulting in difficulty of advancing within the microcatheter, and it was found that the subject stent was broken. Thus, the subject stent was retrieved and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The state of the patients anatomy was reported as unknown. It was reported that resistance was encountered at the hub of the microcatheter when the device was inserted into the microcatheter. Insertion was continued. Resulting difficulty of advancing within the microcatheter, and it was found that the stent was broken. The stent was retrieved and replace with a new one, and the procedure was completed without any problems using the same microcatheter. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during an endovascular procedure, resistance was encountered at the hub of the microcatheter during insertion of the subject stent, but continued insertion, resulting in difficulty of advancing within the microcatheter, and it was found that the subject stent was broken. Thus, the subject stent was retrieved and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.